Event description:
Wire snagged in the bile system and when trying to pull wire out it sheared. About a 5mm fragment was left behind in the body. It is floating independently within the rt biliary tree. There was no escalation of care due to the event.